Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on-site inspection determined that the equipment could not be started due to a power module failure. The customer has been advised to purchase new spare parts for replacement and repair. The customer is considering it and has not yet decided whether to repair it. After communicating with the hospital on site, the customer decided not to repair the equipment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs100 intra-aortic balloon pump (iabp) could not be turned on during routine inspection. No patient was involved.